Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay lot number, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent knee arthroplasty in (B)(6) 2012. Subsequently, patient was revised (B)(6) 2014 due to a loose tibia. The oxford tibial tray was removed and replaced.